Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing no phacoemulsification power.

Manufacturer narrative:
The company service representative examined the system and was not able to confirm the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the customer reporting during surgery, no phacoemulsification power was experienced. The phaco handpiece was switched out, but the issue persisted. The console was exchanged to complete the case. There was no patient harm.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).